Manufacturer narrative:
The evaluation of the returned portion of the percutaneous lead (driveline) confirmed an issue that would have contributed to the reported driveline fault alarms and pump stoppages. Approximately 10 inches of the external portion of the driveline was returned for evaluation. Electrical continuity testing of the returned portion of the driveline revealed a discontinuity in the black wire. Upon removal of the clamshell recently installed on 06jun2017, the distal end bend relief was confirmed to have separated from the metal connector. Upon removal of the outer silicone sleeve, breakdown of the metal braided shield was observed along the length of the driveline segment, which appeared consistent with over 2 years of use. Visual inspection of the underlying wires revealed a breach in the insulation of the black wire adjacent to the metal connector and the exposed inner metal conductors were fractured. The observed wire damage appeared to be the result of fatigue failure due to repetitive flexing of the driveline in this area. The fractured conductors of the black wire would have resulted in the reported driveline fault alarms. Moreover, if the exposed conductors of the compromised black wire made contact with the braided shield while the patient was operating on a tethered power source such as the power module, the resulting electrical short to ground would have caused the reported pump stoppages. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI)- (B)(4). Approximate age of device - 2 years and 3 months. The patient remains ongoing with the left ventricular assist device. However, a portion of the percutaneous lead (driveline) was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. On (B)(6) 2017, it was reported that the patient's lvad system produced a driveline fault alarm. The patient's primary system controller was exchanged in response to the alarm. The lvad clinician also reported that the white silicone covering on the patient's percutaneous lead (driveline) was completely detached from the metal connector. On (B)(6) 2017, it was reported that the system controller was alarming continuously on (B)(6) 2017 with a red heart alarm. The patient's system controller was exchanged. On (B)(6) 2017, the manufacturer's technical services representative arrived onsite and performed a clamshell repair without incident. After the repair, the clinician reported that another pump stoppage occurred. Log file analysis completed by the manufacturer¿s technical services representative revealed that the two log files submitted for review showed the same phases of the percutaneous lead causing the driveline fault alarm. On (B)(6) 2017, technical service performed a continuity test onsite which indicated a broken black wire. The distal end of the percutaneous lead (driveline) was replaced without incident. It was reported that no further issues were noted after the patient was back on the grounded power module patient cable. The patient was reported to be asymptomatic at the time of the events. No additional information was reported.